Event description:
It was reported that a day post implant, the health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of over-sensing and pacing inhibition. Ts reviewed the presenting egm and observed intermittent farfield over-sensing of the right atrial (ra) p-wave signals on the left ventricular (lv) lead causing lv pacing inhibition. The hcp noted that chest x-ray images were taken and after review of the images, suspects that the lv lead may have dislodged. Ts discussed programming optimization options with the hcp. At this time, the crt-d device and this lv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).